Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that prior to the surgery, the patient programmer (pp) was used to turn the device off, and then on again after a back surgery (which was unrelated to the device). However after the surgery, when the patient turned the stimulation back on, their left side was a good number but the right side had been shaking all off the place since then. The patient indicated that the health care provider (hcp) was planning on reprogramming the device. Patient was still in the facility as they were in rehab.